Event description:
The nurse reported they went to remove the device; however, they were unable to deflate the balloon and remove the device. It was further reported that the patient is in hospital with pneumonia and diarrhea 'of unknown cause', and the device was in place 7 days when an attempt to deflate the retention balloon was made. The nurse was advised via telephone by a convatec nurse representative on how to remove the device, however, the nurse reported the decision was made to leave the device 'in situ' as the patient was still 'experiencing diarrhea'. On 02/05/2015 a representative met with the complainant who further reported at the time of reporting the retention balloon could not be deflated by water aspiration via a luer lock syringe. However, when they used a standard syringe and forced the tip of the syringe into the valve there was an audible click and they were then able to remove water from the balloon with a luer lock syringe. It was further stated "the balloon was eventually deflated using a syringe via the inflation/deflation port."

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Should additional information become available, a follow-up report will be submitted.